Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The ups tracking number was verified and no information was found that the customer sent the sample. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d4, d10, h3, h4, h6 plant investigation: the actual sample was retuned with original package identified with code number 050-87216 and lot number 19nr08060. During disinfection of the sample, a leak was confirmed in the patient line of the liberty cycler set. The sample was visually inspected and further identified a cut in the patient line. The reported issue was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak from their cassette. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the leak occurred during treatment from an unspecified location of the cassette. The pdrn confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was reported to be available for return for physical evaluation by the manufacturer.